Manufacturer narrative:
Integra has completed their internal investigation on august 29, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the black plastic sleeves of the scissors are broken on their proximal side. DHR review; no nonconformity for this lot. Complaints history; one other complaint. Conclusion: these scissors sleeves broke when the surgeon removed the instruments from the trocars. A special care is necessary for this reference during the removal as the peek sleeve can get stuck on the cutting edge of the trocar. We recommend to use last generation of cev649-5b tubes, which have a bulge on its distal part, avoiding the sleeve get stuck. Considering damages on the plastic part , we can assume the scissors were used after first breakage. The IFU nt060 provided with the device recommends "to ensure proper functioning of dismantable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use".

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 3 of 3: different patients, same failure. Other mfg reports numbers: 2523190-2016-00114, 2523190-2016-00115. It was reported that during a cholecystectomy, the plastic part of the scissors broke when passing in the trocar. The product was in contact with the patient however, no patient injury was reported. No more information available.